Event description:
It was reported that froze on wire occurred. The patient presented with peripheral artery disease (pad). The 80% stenosed target lesion was located in the non-tortuous and calcified tibial vessel. Following crossing of a platinum plus guidewire in the lesion, a 2.0mm x 100mm x 150cm coyote balloon catheter was advanced for dilation and was inflated at 8 atmospheres for 2 minutes. The balloon was then fully deflated, however, the device became stuck on the wire. The physician tried to advance the balloon after deflation to loosen it from the wire. Eventually, both devices were removed intact as a unit. The physician then rewired with another platinum plus guidewire, and intravascular ultrasound (ivus) was performed. No further treatment was needed after ivus and the procedure was completed. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote balloon catheter with a guidewire approximately 300cm stuck inside of it. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the guidewire lumen is stretched. Microscopic examination revealed no additional damages. The guidewire was pulled lightly but it does not appear to be moving so the guidewire was left inside the device. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis found damage to the device that may have contributed to the reported event.

Event description:
It was reported that froze on wire occurred. The patient presented with peripheral artery disease (pad). The 80% stenosed target lesion was located in the non-tortuous and calcified tibial vessel. Following crossing of a platinum plus guidewire in the lesion, a 2.0mm x 100mm x 150cm coyote balloon catheter was advanced for dilation and was inflated at 8 atmospheres for 2 minutes. The balloon was then fully deflated, however, the device became stuck on the wire. The physician tried to advance the balloon after deflation to loosen it from the wire. Eventually, both devices were removed intact as a unit. The physician then rewired with another platinum plus guidewire, and intravascular ultrasound (ivus) was performed. No further treatment was needed after ivus and the procedure was completed. There were no patient complications reported.